Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient was in hospice. The patient was getting shocked repeatedly and in a lot of pain. The relative was checking to see what can be done. Follow up was conducted at the patient's clinic and it could not be confirmed whether the shocks were appropriate or not. No further patient complications have been reported as a result of this event.